Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 15.0 mg/ml; 7.0 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient noticed single beeps from the pump the previous week. The pump was alarming, first non-critical and then the critical alarm occurred for two days. The physician's office could not order morphine until the next week. The patient was "in trouble", was bed ridden and having withdrawals. The patient was taking percocet. On (B)(6) 2016 the patient woke up to the dual beeping. Per the patient there was no help available at the hospitals and that they think pain patients are "junkies/addicts". At the hospital the patient was told that a "special doctor" was needed and they don't do anything with the pump. The patient planned to follow up with their healthcare provider. On (B)(6) 2016 saline was put in the pump. On tuesday, wednesday and thursday ((B)(6)) the patient was in too much pain and went through a "living hell" "wishing to die 3 times". The patient felt an "electrical zit" and it subsided. The physician took the personal therapy manager away from the patient. The patient had to get a shot of "dilaudid". On friday (B)(6) 2016 the pump was refilled with the morphine. Once the morphine was placed in the pump the patient still felt miserable saturday (B)(6) 2016, a little better on sunday ((B)(6)) and (B)(6) but was not able to drive. The pump was not currently alarming. The patient's plan was to be weaned off the intrathecal drug and determine if the pump was working or and possibly have it replaced. The device had failed him with "incredible, almost crucificial"/too much pain and agony "like the devil was stuck in patient's head pushing on all his nerves and his head." Per the reporter, the healthcare provider told the patient to let the pump run out and work on the next step of getting a neurostimulator. Within the next month it was planned to arrange "something like removal" of the pump and possibly put in a stimulator. (See related manufacture report #3004209178-2015-21994).

Manufacturer narrative:
Life threatening and other no longer apply to the event. After further review, it was determined the event does not meet the definition of serious injury or lifethreatening.

Event description:
Additional information received from a healthcare provider (hcp) indicated the manufacturer representative was considered the troubleshooting. The pump was working well with the correct dosages being administered. The patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.